Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02562. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.